Event description:
Caller reported a cgm error 42, which had occurred multiple times on the pump. There was no adverse impact to the customer's blood glucose level. The customer chose to continue using the current pump.